Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement. Additional information indicates that the device was now cleared for implant. No patient involvement reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial MDR in blocks b5.